Event description:
A malfunction was reported with the pump, displaying a specific malfunction code. There was no adverse impact to the customer's blood glucose level. Technical support assisted the caller with resetting the pump and provided instructions to continue using the pump, advising the customer to call back if the malfunction reoccurred. The customer acknowledged and understood the guidance.